Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 (mg/dl). Reportedly, customer believed that the low bg level was due to increased activity. Customer consumed food to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.